Event description:
The new hearing aid user reported an ear infection, which has happened every other time he has tried hearing aids. The hearing aid specialist referred the user to his familiy dr, who prescribed anti-biotic ear drops. The hearing aid dispenser sent the aid to the factory for remake with hypo-allergenic shell and clear coat.